Event description:
During a ptca treatment procedure the quantum maverick monorail balloon ruptured at 20 atms of the initial inflation. The lesion being treated was a 90% stenotic lesion in a tortuous mid lad coronary artery. The pt was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.